Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of the device data logs revealed an error message (sf82) related to the alarm system and (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.